Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. Vascular access was obtained via the left femoral artery. The patient present with a vessel dissection located in the right common carotid artery. A 10.0-24 carotid wallstent (cws) was advanced to the target location and successfully deployed. However, immediately after deployment the stent migrated to the distal common carotid artery, and was fully apposed to the vessel wall. Another of the same cws was immediately deployed at the target location to successfully complete the procedure. No further complications were reported and the patient's status is stable.